Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3450805 and product code 810041a.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent tvt release on (B)(4) 2011. It was reported that the patient underwent mesh excision on (B)(4) 2013 due to recurrent sui, urinrary problems, and pelvic pain.